Event description:
Discordant high results for chloride (cl) were obtained on an advia 1800 instrument. One result was reported out and was questioned by a physician. The sample was repeated on the same instrument and a corrected report was sent. Another high result was obtained and was not reported out. It was repeated and the repeated result was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant cl results was due to a cross threaded and leaking waste line of the ion-selective electrode (ise) module. The fse repaired the ise waste line. The instrument is performing within specifications. Further evaluation of the device is not required.